Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported communication errors. The customer stated the doctors do not retain the devices and the event happened one week prior to the reporter being notified. No devices will be returned.

Event description:
Customer reported a pt was being transported form ICU to operating room. Pt had 8 alaris pumps going. When the bed bumped the wall during transport, all eight pumps stopped, flashing "communication error" message. Anesthesiologist turned then off the reset but continued getting the error message. Had to remove each pump off the brain and reset to get the pumps working properly. There was no reported pt harm and no add'l pt or event info was available.